Event description:
Info received indicates the bed will not go into the trendelenberg position.

Manufacturer narrative:
The technician found the low trend limit switch was not activating. The technician replaced the switch to repair the bed.